Event description:
It was reported that the patient complained of 'pulsing' with each device pace, and the left ventricular (lv) lead exhibited low imp edances. The lv lead pacing was programmed off, and the pulsing resolved. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance/low impedance: 1 - patient alert for oot subthreshold lead impedance (B)(6) 2012 03:00:17. Programmer data shows 1-alert event "lvtip to rvcoil lead impedance 171 ohms" on (B)(6) 2012 03:00:17. Concomitant products: 6947 implantable tachy lead - (B)(6) 2009. (B)(4).